Event description:
Customer reported that a pt presented with a rash on the chest at the incision site almost immediately following a thoracotomy. The pt was prescribed unspecified medications. Allergy testing performed shows the pt not to be allergic to constituents of the stainless steel. The surgeon opines that the reaction is not related to the device.

Manufacturer narrative:
Date sent to the FDA: 07/09/2009. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. As per the IFU, the use of this suture is contraindicated in pts with known sensitivities or allergies to 316l stainless steel, or constituent metals such as chromium and nickel.